Event description:
It was reported the outer cannula of this biopsy needle was noted to be bent and flanged outward during preparation. Another device was used to successfully complete the procedure without pt complications. The pt's condition is good. The device was rec'd, evaluated and retained by this MFR. The engineering evaluation indicated a bend was noted at the distal end of the specimen notch. The stylet distal edge of the specimen notch shows impact damage with small shards of steel sticking into the specimen notch wall. Microscopic examination revealed a burr on the cannula leading edge cutting tip which mushroomed away from the cannula. This type of damage can occur during test firing if the device needle is not supported per the dfu instructions. However, co was unable to determine whether the device was test fired or not. Therefore, co is unable to determine the exact cause for this event. Co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair...warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."